Event description:
On 09/06/2025, it was reported that the user experienced elevated blood glucose (bg) readings of 295 mg/dl. The user confirmed no leaks, kinks, or tubing issues after a recent supply change. The ilet algorithm was delivering correction doses appropriately. At follow-up, the user confirmed bg had dropped to 169 mg/dl and was back in range. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.